Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration data confirmed that all calibrator signals were within expected ranges for both hivag and ahiv sub-reagents. No relevant alarms were identified in the instrument logs, and no indications of pre-analytical issues were observed. Quality control data was not provided, and the investigation was limited by the unavailability of patient sample material for further analysis. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with this assay, as stated in the product's method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged they observed discrepant results with the hiv duo elecsys e2g 300 assay on the cobas e 801 module. On (B)(6) 2022, a patient sample generated an initially reactive result of 1.19 coi (reactive) on the elecsys hiv duo assay, with sub-results of 0.231 coi for hivag and 1.17 coi for ahiv. On (B)(6) 2022, the same sample was re-tested twice on the elecsys hiv duo assay, yielding non-reactive results of 0.678 coi and 0.664 coi, with sub-results of 0.148 coi and 0.169 coi for hivag, and 0.662 coi and 0.642 coi for ahiv, respectively. Subsequent confirmatory testing using western blot hiv-1 was performed on the same sample, and the results were negative.